Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Amendment: additional information from the sales representative indicated that the device was explanted due to lead damage, there was no malfunction nor allegations towards the pulse generator. This does not meet complaint criteria, therefore, please disregard report number 2124215-2023-45056.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance issue. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. The interrogated battery voltage was 2.924v, and the battery status was indicated as bol (beginning of life). Manual lead impedance measurements revealed an open connection in the right atrial lead. Further testing confirmed that the right atrial tip was also open. Resistance measurements indicated a value of 0.2 ohms between the test lead and the rat connector block. The pulse generator case was subsequently removed to conduct an internal visual inspection, which revealed no irregularities. The battery and high voltage capacitors were isolated from the circuit for additional testing. Resistance measurements between the test lead and the ra tip feedthrough connection still indicated an open circuit. The header was then removed from the hybrid, and resistance measurements between the test lead and both the rat connector block and the feedthrough wire were still measured at 0.2 ohms. Finally, the medical adhesive surrounding the feedthrough wire was removed, revealing that it was loose from the connector block, and the weld connecting the wire to the block was broken. It remains unclear whether this damage occurred during the explant or earlier. Amendment: additional information from the sales representative indicated that the device was explanted due to lead damage, there was no malfunction nor allegations towards the pulse generator. This does not meet complaint criteria, therefore, please disregard report number 2124215-2023-45056.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to unknown reasons. A new device was implanted. No additional adverse patient effects were reported.